Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e2000328 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user attempted to ligate a clip it was not locked. It occurred to 2 clips out of 6 in a package.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with no clips remaining. There were two intact clips that were returned loose. The lidstock was also returned. The clips and cartridge were visually examined with and without magnification. Visual examination of the returned sample revealed that the clips appeared used as there was biological material on them. There were no defects or anomalies observed. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. Both of the loose clips were able to be manually loaded into a lab inventory clip applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. It is possible that the reported issue could have occurred by using damaged/misaligned appliers, however this could not be confirmed since the appliers were not returned. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The two returned clips were able to properly load and fire onto surgical tubing. The reported complaint of "clips not closing/locking" was not confirmed based upon the sample received. The cartridge was returned with no clips remaining, however two intact clips were returned loose. Upon functional inspection, both clips were able to manually load into the jaws of a lab inventory applier and were both successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. Since no functional issues were found with the returned clips, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
When the user attempted to ligate a clip it was not locked. It occurred to 2 clips out of 6 in a package.